Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient with a low ejection fraction of approximately 10% arrived in atrial fibrillation and had low blood pressure and low contractility at the start of the procedure. A cavotricuspid isthmus (cti) line was completed using radiofrequency lesions, transseptal access was performed, and a map was created using the catheter; the left pulmonary veins were isolated using pulsed field ablation and a partial wide area circumferential ablation was performed around the right pulmonary veins. During the procedure, the patient¿s blood pressure and vital signs continued to drop despite anesthesia measures, and intracardiac echocardiography was used to assess for effusion with no effusion identified. While proceeding to the right veins, the blood pressure reportedly dropped to 0, after which the patient developed ventricular fibrillation. Chest compressions were performed for approximately 15 minutes and then cardioversion was attempted five times without success, norepinephrine, nitroglycerin, and other anesthesia measures were administered. After termination of ventricular fibrillation, the patient reportedly had no cardiac rhythm; the catheter was placed in the left ventricle and pacing was attempted without initial capture, followed by eventual capture with slight blood pressure recovery. The catheter was then removed from the heart, and an angiogram was performed to assess to ensure patient did not have vasospasm. The case was aborted while the patient was under general anesthesia. The patient was then placed on extracorporeal membrane oxygenation (ECMO) and a heart pump was implanted. It was noted that the patient had gone into cardiogenic shock as well. No further patient complications have been reported as a result of this event.